Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less then 10 mg/dl), 21 mg/dl, 14 mg/dl, 13 mg/dl, 15 mg/dl, 23 mg/dl, and 132 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.